Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the incomplete coaptation single leaflet device attachment (slda) appears to be a combination of challenging patient anatomy. The reported unexpected medical intervention (additional mitraclip same procedure) is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported that this was a mitraclip procedure to treat degenerative regurgitation (mr) with a grade of 4. The first clip was successfully deployed, reducing mr. To further reduce mr, a second clip was placed, when closing this clip, it was observed that the first clip detached from the posterior leaflet but remained attached to the posterior leaflet (single leaflet device attachment/slda). The second clip was deployed, and a third clip was implanted stabilizing the slda clip. Mr was reduced to 1-2. No additional information was provided.